Event description:
It was reported that during aveir leadless pacemaker (lp) implant procedure, the delivery catheter failed to release the right atrial lp while the device dislodged. The lp was retrieved and the procedure was completed using a transvenous pacemaker on (B)(6) 2025. The patient was stable.